Event description:
The customer reported that the device failed to power up which could prevent the delivery of therapy.

Manufacturer narrative:
The customer reported that the device failed to power up which could prevent the delivery of therapy. On (B) (4) 2008, the unit was evaluated at philips. The symptom was verified. Replacing the power pca resolved the issue. We are considering this a malfunction of the power pca. (B) (4).